Event description:
It was reported that the patient's device reached recommended replacement time (rrt) and was suspected of premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. (B)(4) we did receive performance data collected from the device and have analyzed the data. The battery depletion indicated elective replacement indicator (eri). The recommended replacement time (rrt) in save to disk on (B)(4) 2012, the device rrt at less than or equal to 2.62 volt. The weekly battery voltage trend data shows a minimum battery of 2.64 to 2.61 volts between (B)(4) 2012 and (B)(4) 2012. There were two patient alerts for low battery voltage on (B)(4) 2012 and (B)(4) 2012.